Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump exhibited "non-disposable pump won't run" message and error codes (1261, 1870, and 1320). No reported adverse effects or patient injury.